Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified main stem lesion cumulative anterior descending branch opening. Following dilation, a 2.50 x 24 synergy drug-eluting stent was advanced for treatment, but could not be delivered and the stent strut was lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the physician used the 2.0 and 2.5 non- boston scientific (bsc) balloon catheter for pre-dilatation. The 2.50 x 28 synergy stent was then advanced but failed to cross the lesion. The device was replaced with a 2.50 x 24 synergy stent which also failed to cross. Both stents were withdrawn through the extension catheter. Finally, the procedure was completed by using another 2.50 x 24 stent and one non-bsc stent.

Manufacturer narrative:
Describe event or problem- updated.

Manufacturer narrative:
The synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal region were lifted from the crimped position. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified main stem lesion cumulative anterior descending branch opening. Following dilation, a 2.50 x 24 synergy drug-eluting stent was advanced for treatment, but could not be delivered and the stent strut was lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the physician used the 2.0 and 2.5 non- boston scientific (bsc) balloon catheter for pre-dilatation. The 2.50 x 28 synergy stent was then advanced but failed to cross the lesion. The device was replaced with a 2.50 x 24 synergy stent which also failed to cross. Both stents were withdrawn through the extension catheter. Finally, the procedure was completed by using another 2.50 x 24 stent and one non-bsc stent.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified main stem lesion cumulative anterior descending branch opening. Following dilation, a 2.50 x 24 synergy drug-eluting stent was advanced for treatment, but could not be delivered and the stent strut was lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.